Event description:
It was reported that during the anastomosis for a robotic laparoscopic prostatectomy procedure, the bipolar maryland forceps moved abnormally, bending the tip and opening the jaws without any control. Switched to a secure cadiere forceps for the remainder of the surgery. The bipolar maryland forceps was removed following the broken instrument procedure. There was a five minute delay. There was 13% remaining use. There was no patient injury.

Manufacturer narrative:
H2) correction: h6 (eval code result, component code) h3) updated device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs indicated that the bipolar maryland forceps experienced an occurrence of an error code for 'difference in commanded and actual jaw angles', which can cause uncontrolled movement. The use time was three hundred and sixty minutes with a use count of three when the error occurred. The error code is a subsystem inoperable error and would cause the bipolar maryland forceps to not be able to be moved. When this error code is triggered, the instrument drive unit (idu) software commands an off state to all motors, while in position control, and reports a system recoverable inoperable error and a subsystem recoverable inoperable error to occur. A message is also reported stating, "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or on the drive cables. Part of the white plastic pulley at the puck pocket was damaged. The puck was displaced on the side of the damaged pulley. The blue energy cable was misplaced. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during anastomosis in a robotic laparoscopic prostatectomy, the bipolar maryland forceps (bmf) moved abnormally, bending the tip of the instrument and opening the jaws without any control. The surgeon switched to a secure cadiere forceps (scf) for the remainder of the surgery and then removed the bmf following the broken instrument procedure. There was a five minute delay. There was 13% remaining use. There was no patient injury.